Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI)- (B)(4). Device history record (DHR)- product code 00mlx with serial number (B)(6) , review shows no abnormalities related to the reported issue. Failure analysis- this unit failed the lamp hard start. This unit passed the burn in tests and the final tests including electrical safety tests. Evaluation identified that the lamp failed hard start testing, indicating intermittent power issue. The issue of burning smell was not duplicated. The reported complaint was confirmed from the evaluation. No manufacturing, workmanship, or material deficiency has been identified. The returned 00mlx light source is in used condition with the lamp failing hard start testing, indicating intermittent power issues. The reported complaint is confirmed. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that there was no light coming out from 00mlx mlx 300w xenon lightsource. The box "popped" and an electrical burning smell emanated from the device. There was no known patient involvement or surgery delay.